Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed auto mode switch episodes were caused by competitive atrial pacing during sinus tachycardia. Programming changes were recommended. No further information is available.

Event description:
New information received states review of the latest merlin transmission revealed competitive atrial pacing resulting in inappropriate atrial tachycardia detection. Programming change was recommended. No patient symptoms have been reported. No further information is available.